Event description:
Procedure type: unk. According to the reporter: expandable sleeve crumbled after insertion of cannula into abdomen. Surgeon had to remove and replace with a new cannula. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B)(4)